Manufacturer narrative:
This event is reported at this time based on analysis results which indicated a reportable event. H3. Product analysis: equipment used: video inspection system (m-78210), ruler (m-83361), camera (panasonic lumix dmc-zs5 as found condition: the axium coil was returned for analysis within a shipping box and within a sealed plastic biohazard pouch. The unknown micro catheter used in the event was not returned for analysis. Visual inspection/damage location details: the axium coupler tube was found separated from the remaining pusher at the tack weld. The coin was found partially out of the lumen stop. The axium implant coil was found already detached, stretched, and damaged with the polypropylene filament intact. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿coil stretch¿ was confirmed, but the cause could not be determined. Possible causes of coil stretching are, lack of hydration before procedure, user does not maintain continuous flush, tortuous anatomy, coil not retracted in a one-to-one motion with the implant pusher during repositioning, pushwire rotation, user advances the coil against resistance, damaged micro catheter, or incompatible catheter. Customer reported vessel tortuosity as normal, and devices were prepared per IFU. As the unknown micro catheter used in the event was not returned for analysis, any contribution of the micro catheter towards the coil stretching could not be determined. As the model and lot numbers were not reported, compatibility could not be assessed. The implant was returned detached. The coupler tube was separated from the pusher at the tack weld, retracting the coin and release wire, detaching the implant coil as expected by the detachment subassemblies. The three tack welds were found present but broken. As the customer did not report any premature detachment of the device, it is likely the pusher welds broke during handling and return shipment to medtronic. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that an axium coil had stretched. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The patient was being treated for an unruptured ophthalmic artery aneurysm with a saccular morphology. Aneurysm dimension: max diameter 5 mm and neck diameter 2 mm. The patient¿s blood flow was normal and vessel tortuosity was normal. After the microcatheter was in place, a coil was selected for filling. It was found that the tail end of the coil was stretched. The coil was replaced and the filling was successfully to complete the surgery. There were no patient symptoms or complications associated with this event. Additional information received that there were no issues that resulted in the damage that was found.